Event description:
It was reported that the ventilator failed pressure transducer and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the air gas module was found defective. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). The reported issues were confirmed in provided device's logs and in attached photos. The defective air gas module was not returned for further analysis despite request. The cause of the claimed issues in this customer product complaint has been determined. The issue was related to a defective air gas module. A correction of fields #d8 was this device serviced by a third party?, #d9 device available for evaluation?, #h3 device evaluated by manufacturer? # h6 health effect ¿ impact codes and # h6 - component codes were required. D8 - was this device serviced by a third party? - previous was this device serviced by a third party?: yes, corrected was this device serviced by a third party?: no. D9 - device available for evaluation? - previous device available for evaluation: no, corrected device available for evaluation: yes. H3 - device evaluated by manufacturer? - previous device evaluated by manufacturer?: no, corrected device evaluated by manufacturer?: yes. H6 - health effect ¿ impact codes - previous health effect ¿ impact codes: no health consequences or impact///2199, corrected health effect ¿ impact codes: no patient involvement///2645. It was reported in initial emdr that the two components were included. In fact only one component should be included. The component codes should be limited to valve(s) only. H6 - component codes - previous component codes - component codes: electrical and magnetic/circuit board//427 and mechanical/valve(s)//527, corrected component codes - component codes: mechanical/valve(s)//527.

Event description:
Manufacturer's ref. #: (B)(4).